Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information: it was reported that sometimes the stimulator relieved the patient's pain and other times the stimulator made their pain worse. "The patient had to unplug it". The patient noticed their stimulator not working during very cold weather, during a change in the jet stream coming from canada. The patient also reported "unplugging the unit" resolved the stimulator sometimes not working. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that sometimes the stimulator worked and sometimes it did not work. No further complications were reported.